Manufacturer narrative:
From an internal investigation, it was found that the UDI number was wrong. Accordingly, the d4 section has been corrected with the right UDI number.

Manufacturer narrative:
From the root cause investigation it indicated that hemolysis could be the reason for the false high potassium of 7.49 mmol/l. However, there are no consistent pattern for the 2 samples and thus the root cause remains unknown.

Manufacturer narrative:
Date of event: is best approximation.

Event description:
According to the complaint, customer samples were measured on an abl90 flex analyzer with the following result for potassium: 7.49 mmol/l (measurement time: 14:33h) / determined on one tube / serial number: (B)(4); 1.9 mmol/l (measurement time: 15:05h) / determined on another tube / serial number: (B)(4); 2.0 mmol/l (measurement time: unknown) / determined on another tube / serial number: (B)(4). There was no maltreatment, injury or death related to the event and the hospital did not need to make an intervention in order to avoid maltreatment, injury or death. Based on the measurements and the patient's condition, the customer reports the result of potassium of 7.49 mmol/l as false high.